Event description:
Balance middle weight guide wire was loaded in the glidesheath. Bmw wire broke inside patients arm. When glidesheath was removed, tip of glidesheath was bent. Cardiologist managed to retrieve the broken wire and patient not injured. It was the wire that broke, no issue with glidesheath.